Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient could not inflate and deflate this inflatable penile prosthesis. A revision surgery was performed, and it was noted that the pump was surrounded by a very thick pseudo capsule; therefore, cylinders and pump were removed and replaced. The reservoir remains implanted and in service. There were no further patient complications reported.